Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. The voluntary medwatch user facility report was received directly from the customer site, so no reference number is available to be included in h10.

Event description:
On (B)(6) 2025, intuitive surgical, inc. (Isi) received a user facility report stating: robotic intuitive prograsp forcep cable snapped while in abdomen but was not on tissue. Removed immediately.